Manufacturer narrative:
Bd received five 22 gauge insyte autoguard blood control units from lot 8303521 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that black strips of tape adhered to the top corner of the packages were preventing them from sealing properly. Based off the visual inspection the engineer was able to verify the reported defect. The black strips were splice tape that are used to connect one roll of packaging tape to another. It was determined that one of the production lines was unable to detect this black tape.

Event description:
It was reported that there were 5 occurrences with sterility being compromised due to packaging damage at the seal with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: package error.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 5 occurrences with sterility being compromised due to packaging damage at the seal with a bd insyte autoguard bc shielded IV catheter. The following information was provided by the initial reporter: package error.